Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient is needing an MRI, caller wants to know if pt is eligible. Rep states the pt's ins battery has been dead for a long time. Rep states the pt met with mdt cs (B)(6) who tried multiple times to jump start the ins but this was not successful. Additional information was reported that the patient had not used or charged their ins in two years. The last power on reset (por) was done at the physician's office on (B)(6) 2020, and it was unsuccessful. No further actions will be taken.